Manufacturer narrative:
(B)(4). Information unavailable.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, the surgeon reported that the stapler had improperly formed staples on the second firing (black reload with gore seem guard on the anvil side only). The staples were poorly formed and required over sewing of the staple line. Staple line was oozing. The surgeon continued to use the device and went back to over sew and clip the staple line. There were no patient consequences. One device was discarded.